Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor insertion, the sensor wire detached and was hanging from insertion site. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.